Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the customer received expired product was confirmed and a data recording error at the distribution center appeared to be a contributing factor in the reported event. One photo of a bard mypicc kit label with product code ck000458 and lot 18nb2700 was provided for investigation. The expiration date on the label was 2018-12-31. A review of the sales orders for this lot showed that ten (10) units were shipped to the customer after the expiration date on the label. No other customers received expired product. It was confirmed that the expiration date on the label was correct. The expiration date was incorrectly recorded in the system at the distribution center. Since the expiration date in the system had not been surpassed at the time of the shipments, expired product was allowed to leave the distribution center after the true expiration date that was printed on the unit label. A lot history review (lhr) of 18nb2700 showed nine other similar product complaint(s) from this lot number. The complaints for this lot number (18nb2700) have been reported from the same facility.

Event description:
It was reported that ten expired kits were sent to the facility. It was stated the packing slip had the expiration date as 12-31-2019 but printed on the individual kits was the date 12-31-18. The kits were not used. This report addresses the seventh kit.